Event description:
The customer contact reported a spray of fluid with subsequent exposure to the nurse. The tubing set was being used to deliver an unspecified volume of an unspecified blood product, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the male adapter of an unspecified 10ml syringe was connected to the clave secondary port on the cassette of the tubing set. No specific details were provided. After an unspecified length of time, the customer contact reported that when the nurse disconnected the syringe from the clave secondary port, an unspecified volume of blood sprayed onto the nurse. The customer contact reported that the unspecified blood product delivery was completed via gravity instead of the pump. There were no reported adverse effects to the pt or nurse. There was no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.